Event description:
It was reported that in the central sterile department of the user facility that a spring had broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.